Event description:
It was reported that during a stenting treatment procedure, the stent delivery system (sds) was unable to cross the lesion and stent damage occurred. Vascular access was obtained via the femoral artery. The 99% stenosed, de novo target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. The eccentrically shaped lesion measured 16mm in length and 3mm in diameter and had a significant bend between 45 and 90 degrees. Pre-dilatation was not performed. A choice pt guide wire was placed and the 32 x 2.50mm taxus liberte paclitaxel-eluting coronary stent system was advanced, but was unable to cross the lesion. It was noted that the struts of the taxus liberte stent had flared and the device was removed. The procedure was completed with another of the same device and post-dilation. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, the stent delivery system (sds) was unable to cross the lesion and stent damage occurred. Vascular access was obtained via the femoral artery. The 99% stenosed, de novo target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. The eccentrically shaped lesion measured 16mm in length and 3mm in diameter and had a significant bend between 45 and 90 degrees. Pre-dilatation was not performed. A choice pt guide wire was placed and the 32 x 2.50mm taxus liberte paclitaxel-eluting coronary stent system was advanced, but was unable to cross the lesion. It was noted that the struts of the taxus liberte stent had flared and the device was removed. The procedure was completed with another of the same device and post-dilation. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic analysis of the returned device revealed no issues with the device. No kinks or damage were noticed along the shaft of the device. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Attempts to insert a product mandrel were restricted in places due to the presence of solidified blood within the entire length of the lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).